Event description:
The customer's father called to report a pod with an occlusion alarm. During the call, he mentioned that his son was hospitalized overnight for uncontrolled diabetes. He was being treated with fluids for dehydration. The father stated that he removed the pod "earlier than he should have". He said that his son was doing better at the time of the call. He did not provide specific blood glucose results.

Manufacturer narrative:
The returned device was evaluated and the reported occlusion alarm was confirmed. An occlusion alarm is a safely feature not considered a malfunction. No other malfunction that would have contributed to the reported event was found. Lot qualification records were reviewed, and the product lot met all acceptance criteria. The omnipod user guide advises, "when you routinely check your blood glucose level, you can identify and treat high or low blood glucose before it becomes a problem. Check your blood glucose (bg): at least 4 to 6 times a day: when you wake up, before every meal, and before going to bed; whenever you feel nauseated or sick; before driving a car; whenever your blood glucose has been running unusually high or low; if you suspect that your blood glucose is high or low; before, during, and after exercise; as directed by your healthcare provider."